Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0c2cf, implanted: (B)(6) 2014, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported the patient had a shocking or jolting sensation at the implant site. The shocking was described as a ¿bee sting.¿ no falls were associated with the issue. The patient had not adjusted stimulation. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.